Event description:
Related to MFR. Report no. 2183959-2014-00237. It was reported that following a miniarc precise implantation the patient is experiencing an "outbreak/sores in vagina." Physician evaluation and tests "have found nothing." The dermatologist has proposed the possibility of an allergic reaction. The patient outcome was reported as "in process" and no revision surgery is scheduled at this time. No additional patient complications have been reported in relation to this event.